Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient had infection was successfully treated with combination oral and topical antibiotic therapy event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.